Event description:
Drug/diluent: bupivicaine 1/8%. Fill volume: 250 cc. Flow rate: unk. Procedure: breast reconstruction. Cathplace: unk. It was reported that the pump was underfilled and therefore resulted in a fast flow. Pt is doing well. No adverse event. Date of surgery: (B)(6) 2012.

Manufacturer narrative:
The sample is not available for return. Results: without the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report. I-flow provided a "caution" on its dfu which states the following: cautions: do not under fill. Under filling the pump may significantly increase the flow rate. Do not add an unvented filter to end of the administration set as this may impede or stop flow rate. Do not remove the red holding tab until the tubing is completely primed. Up to a 5 ml bolus of air may be delivered if not primed correctly. The ondemand should be worn outside clothing and kept at room temperature. Temperature will affect solution viscosity, resulting in faster or slower flow rate. Ondemand has been calibrated using normal saline (ns) as the diluent and room temperature (22 degrees c, 72 degrees f) as the operating environment. Flow rate will increase approx 1.4% per 1 degree f/0.6 degree c increase in temperature and will decrease approx 1.4% per 1 degree f/0.6 degree c decrease in temperature.